Manufacturer narrative:
Medtronic received the following information from a journal article entitled; long-term efficacy of evar in patients aged less than 65 years with an infrarenal abdominal aortic aneurysm and favorable anatomy gallitto e, faggioli g, mascoli c, spath p, pinir, ricco j b, logiacco a, sonetto a, & gargiulo m annals of vascular surgery 2020; 67: 283¿292 https://doi.org/10.1016/j.avsg.2020.03.038 if information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts and non mdt stent grafts were implanted in the endovascular treatment of abdominal aortic aneurysms. The following malfunctions were observed; type ia endoleak, type ib endoleak, type ii endoleak the following adverse events were observed; thrombosis, bleeding, sac enlargement, occlusion, femoral wound dehiscence & re- intervention patient deaths were reported but there is no causal evidence that the endurant stent graft caused or contributed these deaths.